Manufacturer narrative:
Product analysis two still images were provided for analysis. One of the still images provided shows a tip detachment alongside the spider fx device. The second still image shows the physician holding a detached tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempted was made to use a spider fx embolic protection device in a patient to treat a calcified fibrous plaque right mid internal carotid artery with severe tortuosity. A non-medtronic sheath was used and a non-medtronic guidewire. Moderate resistance was noted and IFU was followed. It was reported that the distal tip of the spider wire detached after removal of the device due to tracking difficulties due to anatomy. The detached component was removed, device did not detach until removed from the body and the physician barely touched it. Proceeded with carotid stenting without the use of an embolic protection device. The device was prepped as normal with no issue. Physician is very experienced with spider fx. Patient presented with tortuous anatomy causing the spider to not track well into the internal carotid artery. When advancing the spider through the introducer sheath, we noticed the wire buckling on itself a little bit and the physician felt resistance when trying to advance. We removed the device and inspected it. The physician said he just barely touched the tip of the wire, and it broke right off, delays in surgery due to product malfunction for 20 minutes but no bad clinical outcomes from this event were reported. The patient was not harmed.